Manufacturer narrative:
(B)(4). Multiple MDR's were submitted for this event. Please see report(s): 0001822565 - 2018 - 00621. Concomitant medical products: unknown head catalog# unknown lot# unknown, unknown trilogy cup catalog# unknown lot# unknown, unknown stem catalog# unknown lot# unknown. Reported event was unable to be confirmed. DHR review was unable to be performed as the item and lot number of the device involved in the event is unknown. The product was not returned, and its location is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. X-ray was reviewed and confirm complaint. Right total hip arthroplasty with superior subluxation of the femoral head with respect to the acetabular component. Osteopenia along the proximal femur. No fracture seen, superior dislocation of the femoral head. There is osteopenia present within the proximal femur but no radiolucency or osteolysis. No concerning fractures are seen on this image that may have led to the dislocation. Overall fit and alignment of the implant is appropriate given the limitation of dislocation on today's study. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient was revised to address dislocation. The patient was converted from a neutral to a constrained liner and femoral head swapped. No further information is available at this time.

Manufacturer narrative:
DHR review was unable to be performed as the item and lot number of the device involved in the event is unknown. The product was not returned, and its location is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. X-ray was reviewed and confirm complaint. Right total hip arthroplasty with superior subluxation of the femoral head with respect to the acetabular component. Osteopenia along the proximal femur. No fracture seen. Superior dislocation of the femoral head noted. There is osteopenia present within the proximal femur but no radiolucency or osteolysis. No concerning fractures are seen on this image that may have led to the dislocation. Overall fit and alignment of the implant is appropriate given the limitation of dislocation on today's study. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.